Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of arcing. The tip cover accessory was properly installed. There were no parts of the orange surface of the mcs instrument visible with the tip cover installed. The tip cover accessory was not installed past the orange surface. An installation tool was used, but no lubricant.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.1430¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) tip cover accessory was found to be damaged. The procedure was completed using a backup tip cover. There were no reports of patient injury.